Manufacturer narrative:
Product analysis: at analysis it was determined that the output connector assembly was broken, the display wires were pinched (insulation not compromised), the main printed circuit board (pcb) was out of specification in an electrical manner and the main seal was pinched. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.